Manufacturer narrative:
(B)(4). Investigation summary: one sample of model 2426-0500 was received for quality investigation. Visual inspection was conducted on the sample and the complaint of a crack in the tubing (p/n tc10012940) was verified. Further visual investigation was conducted and no other defects were observed. A device history record review for model 2426-0500 lot number 2004182 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: visual investigation was conducted on the sample and the complaint of a crack in the tubing (p/n tc10012940) was verified. Root cause description: the root cause for this investigation is related to the coiling and packaging of the infusion set. The hole in the tubing was created from a kink in the tubing due to the coiling and packaging of the infusion set. The kink was severed enough that the stress on the tubing cause a hole to form. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv had cracks in the tubing. The following information was provided by the initial reporter: "I received a complaint that the tubing 2426-0500 cracked in the tubing below the pump."

Event description:
It was reported that the as lvp 20d dehp 3ss cv had cracks in the tubing. The following information was provided by the initial reporter: "I received a complaint that the tubing 2426-0500 cracked in the tubing below the pump."

Manufacturer narrative:
H6: investigation summary: one sample of model 2426-0500 was received for quality investigation. Visual inspection was conducted on the sample and the complaint of a crack in the tubing (p/n tc10012940) was verified. Further visual investigation was conducted and no other defects were observed. A device history record review for model 2426-0500 lot number 2004182 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this investigation is related to the coiling and packaging of the infusion set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.